Manufacturer narrative:
The customer reported no specific problem with the device, however during an on-site visit by a field service engineer, a cracked door assembly was discovered before use. The device was sent in for repair. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. The cracked door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #(B)(4).

Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.